Event description:
It was reported that foreign matter was found within the bd solomed¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: pharmacist detected a foreign body in the 3ml and 5ml needles as if they were dirt. One point and one darker, the package was not opened, just before any procedure, it is identified if there is any foreign body.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1271793, medical device expiration date: 30-sep-2026, device manufacture date: 28-sep-2021 medical device lot #: 1271794 medical device expiration date: 30-sep-2026 device manufacture date: 28-sep-2021 initial reporter last name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found within the bd solomed¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: pharmacist detected a foreign body in the 3ml and 5ml needles as if they were dirt. One point and one darker, the package was not opened, just before any procedure, it is identified if there is any foreign body.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 26-jul-2022. H6: investigation summary: sample and photos received for investigation. Upon visual inspection, the defect of foreign matter was confirmed. It was observed that the fragments are plastic points. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with burrs in the transport systems. This failure is being monitored, action plan will be implemented to modify the particulate capture system at the protection supply station.